Event description:
Event description cpi received information that during a routine follow up visit, during testing, this implantable pulse generator (ipg) reverted to bipolar pacing in both the atrial and ventricular channels, resulting in a decrease in the patient heart rate to 25 bpm. It was further reported that the ventricular lead was a unipolar lead.